Event description:
Left hand IV site near thumb checked after giving medication. Site covered with dressing. Dressing removed. Catheter slightly out of vein at insertion site. Catheter broken off with follow-up x-ray showing a 1.6cm tubular radiopaque density adjacent to the first carpometacarpal joint foreign body. Follow-up surgical procedure to remove the foreign body identified it as an IV catheter.